Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that device is unable to charge the battery. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.